Manufacturer narrative:
The manufacturer previously reported a ventilator failed an active exhalation verification test step failure during testing. There was no harm or injury reported. The device was not in patient use. The manufacturer's field service engineer evaluated the device onsite and states the device's three-way solenoid valve and proportional valve need to be replaced to address the issue. The evaluation was completed and the three-way solenoid valve only was replaced to address the issue. Additionally, not related to the reportable issue, an alarm indicating the fio2 sensor railed was observed in the device's downloaded event log. The fio2 sensor was replaced to address the issue. This issue would not affect the device's ability to deliver therapy as designed. The device was tested and passed all final testing.

Event description:
The manufacturer received information alleging a ventilator failed an active exhalation verification test step failure during testing. There was no harm or injury reported. The device was not in patient use. The manufacturer's field service engineer evaluated the device onsite and states the device's three-way solenoid valve and proportional valve need to be replaced to address the issue. The device is to return for bench repair. The manufacturer's investigation is ongoing. If any additional information is received, a follow-up report will be filed.